Event description:
The physician achieved arteriotomy closure with the closer fr. Device following a diagnostic procedure in 2001. The arteriotomy was reported to be in the common femoral artery. The patient was discharged home on 01/2002 with a "normal looking groin site". In 01/2002, the patient was readmitted to the hospital with a "severe infection" and was scheduled for surgery. The right groin was debrided and a vein patch placed at the infection site. Blood cultures were drawn and revealed staphylococcus aureus. A PICC line was inserted and an unspecified ivd antibiotic treatment was begun. The patient was hospitalized for five days and then discharged home with the PICC line and IV antibiotics. The patient is reported to be "doing well".